Event description:
It was reported that the peek implant broke with the second strike from the mallet. The broken pieces were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Macroscopic examination confirms implant is broken at the inserter interface tab. Microscopic examination of the fracture surface reveals a brittle fracture with no indication of fatigue. The direction and angulation of the fracture, in addition to the nearly symmetrical crack on the opposite side of the inserter interface feature suggests a torsional overload as the mechanism of failure.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.